Event description:
It was reported the device displayed -cassette not attached properly. Reattach cassette- alarm during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal and with cracked lens. There was evidence of the reported problem recorded in the event history log. The customer reported problem cassette not attached was verified/duplicated. However, during functional testing the downstream occlusion sensor became stuck in the manufacturing utility mode and an inoperable downstream occlusion sensor was unable to be calibrated; the inoperable downstream occlusion sensor was found to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously., corrected data: corrections: catalogue number: 21-2120-0102-51; d4: model number: 2120.